Event description:
As reported by the field clinical specialist (fcs), during a tmvr procedure with a 29mm sapien 3 ultra resilia valve, the patient underwent an open mini-thoracatomy surgery prior to deployment of 29mm sapien 3 ultra resilia valve. During the deployment, balloon of the certitude delivery system ruptured possibly due to interaction with one of surgical tool. The team prepped a new 29 mm certitude delivery system to post dilate valve. The results were good. There were no allegation of an edwards device malfunction or pre mature failure. The patient was stable after surgery.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The device was not returned to edwards for evaluation. However, a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was unable to be confirmed as no relevant imagery or device was returned for evaluation. Per complaint description, 'during the deployment, balloon of the certitude delivery system ruptured possibly due to interaction with one of surgical tool. There were no allegation of an edwards device malfunction or pre mature failure'. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, if the balloon was submitted to any physical interactions with a sharp surgical tool, this could have compromised the structure of the balloon wall (e.g. Via puncture or stress concentration), resulting in the reported balloon burst. Review of available information suggests that procedural factors (interactions with a surgical tool) contributed to the balloon burst. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.